Event description:
It was reported that a malfunction alarm occurred in the pump used by the customer. Despite the issue, there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterwards. The customer was able to continue using the pump and was informed to reach out if the issue happens again.